Event description:
Customer reports drip chamber and tubing in pump collapsed resulting in blood backflowing into tubing of pt. Reporter states she believes incident may have been due to user error because once the valve was opened on the set, the drip chamber and tubing returned to pre-existing condition. Reporter indicates no patient injury resulted; only intervention was flushing the pt access to make sure it was patent and changing the set.